Event description:
Complainant alleged that during a routine preventative maintenance check, the device's display shifted to the left side and intermittently flashed. The complainant indicated that there was no pt involvement in the reported failure.